Event description:
An (B)(6) male with a st. Jude ICD from icm and primary prevention. He does have a riata lead but it has been functioning appropriately thus far. He presents for generator change due to eri. Conclusions: prior to the procedure fluoroscopic examination revealed abnormal externalization of the riatta lead.